Event description:
The device perforated the distal esophagus at the les. The pt was checked with a scope and a barium swallow. There was no pathology found with the barium swallow so a follow up cat scan was done. The pt stood up and passed out. Another barium swallow was done and showed leakage into the abdominal cavity. Pt was taken to the or for a perforation repair. Pt is doing well at this time.